Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician successfully deployed a starclose device in the closure of an arteriortomy. Six hours post-procedure, the pt complained of leg pain. The pt was taken to surgery for removal of the device. Vascular surgeon removing device noted that it had caught onto posterior wall plaque, causing the posterior wall and anterior wall of the vessel to be clipped together.